Event description:
It was reported bd syringe 30ml ll bns had issues, with 124 reports of foreign matter, 185 reports of scale marking issues, and 150 reports of barrel/flange damage. The following information was provided by the initial reporter: "the purpose of this email is to let you know the syringes defects for this past month...".

Manufacturer narrative:
Investigation summary: it was reported there were defective syringes. To aid in the investigation, ten samples and five photos were provided for evaluation by our quality team. A visual inspection was performed and three samples have embedded degraded resin, three samples have a scale marking issue and two samples have the syringe barrel damaged. One sample has the numbers of the scale with lighter printing. This is considered an imperfection and is acceptable. One sample has no defects or imperfections observed. The five photos provided show some of the samples received. For the damaged parts defect, it is likely that a jam occurred during the assembly process resulting in the damage to the syringes. A device history record review was completed for provided material number and lot number. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the assembly process was performed. The alignment of the rails and conveyors was correct and no pinch points were observed. The flow of products was acceptable. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation summary: it was reported there were defective syringes. To aid in the investigation, ten samples and five photos were provided for evaluation by our quality team. A visual inspection was performed and three samples have embedded degraded resin, three samples have a scale marking issue and two samples have the syringe barrel damaged. One sample has the numbers of the scale with lighter printing. This is considered an imperfection and is acceptable. One sample has no defects or imperfections observed. The five photos provided show some of the samples received. For the damaged parts defect, it is likely that a jam occurred during the assembly process resulting in the damage to the syringes. A device history record review was completed for provided material number and lot number. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the assembly process was performed. The alignment of the rails and conveyors was correct and no pinch points were observed. The flow of products was acceptable. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd syringe 30ml ll bns had issues, with 124 reports of foreign matter, 185 reports of scale marking issues, and 150 reports of barrel/flange damage. The following information was provided by the initial reporter: "the purpose of this email is to let you know the syringes defects for this past month...".